Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
A recon plate was sitting lower on the inferior border of the mandible than surgeon wanted it. Therefore, he used the mandible roller benders to bend the recon plate while it was fixated to the pt as he didn't want to remove the entire plate to make the bend. The difficult angle caused the roller benders to break.